Event description:
Patient intubated with #7.5 endotracheal tube (ett) for respiratory failure with altered mental status at [time redacted]. The ett developed a cuff leak and patient required re-intubation.